Event description:
Information received indicates the bed was alarming with multiple 10-065 alarm codes. After removing the left intermediate siderail cover, fluid was inside the siderail and signs of previous contamination on the ucm board.

Manufacturer narrative:
The technician replaced the ucm board to repair the bed and cautioned the staff on spraying solutions directly on the bed siderails.